Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer requested an additional bolus request, and blood glucose (bg) level decreased to 43 mg/dl. The customer consumed glucose tablets to treat low bgs. Reportedly, the alarm was resolved by clearing the alarms and resuming insulin delivery.